Event description:
It was reported that a hole was noted in the balloon. The target lesion was located in the right coronary artery. A 4.00 x 12mm synergy shield was advanced to the lesion site and 6 atm were applied to the balloon. The balloon failed to inflate fully and the stent could not be implanted. The device was removed and a hole was noted in the balloon. Another stent was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
B3 date of event: first day of the month of the aware date used.